Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The visual and tactile inspection was performed and no failures were found on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07917. It was reported that a vessel perforation occurred. The patient was undergoing a percutaneous coronary intervention. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal and mid left anterior descending artery (lad). A non bsc guidewire was advanced to the lesion and then replaced with a 330 cm rotawire. A 1.50 mm rotalink burr was then advanced for rotational atherectomy treatment. Ablation was performed in the proximal and mid lad. Angiography was then performed and it was noted that a vessel perforation occurred in the mid lad. The perforation was successfully treated with coils and the patient was sent for coronary artery bypass graft (CABG) surgery.

Event description:
Same case as: 2134265-2013-07917. It was reported that a vessel perforation occurred. The patient was undergoing a percutaneous coronary intervention. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal and mid left anterior descending artery (lad). A non bsc guidewire was advanced to the lesion and then replaced with a 330cm rotawire. A 1.50mm rotalink¿ burr was then advanced for rotational atherectomy treatment. Ablation was performed in the proximal and mid lad. Angiography was then performed and it was noted that a vessel perforation occurred in the mid lad. The perforation was successfully treated with coils and the patient was sent for coronary artery bypass graft (CABG) surgery.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-07917. It was reported that a vessel perforation occurred. The patient was undergoing a percutaneous coronary intervention. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal and mid left anterior descending artery (lad). A non bsc guidewire was advanced to the lesion and then replaced with a 330cm rotawire. A 1.50mm rotalink burr was then advanced for rotational atherectomy treatment. Ablation was performed in the proximal and mid lad. Angiography was then performed and it was noted that a vessel perforation occurred in the mid lad. The perforation was successfully treated with coils and the patient was sent for coronary artery bypass graft (CABG) surgery.